Manufacturer narrative:
This electrode was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that multiple untreated episodes were seen with major high amplitude artifacts in the secondary sensing vector. Provocation testing along the electrode could not reproduce the artifacts and provocation at the device resulted in artifacts in the secondary and alternate sensing vector, with no artifacts in the primary sensing vector. No visible damage was seen on x-ray. The physician reprogrammed the device to the primary sensing vector. Additional information noted that the system was subsequently explanted and replaced with a competitor system. No additional adverse patient effects were reported. The system was expected to be returned.

Event description:
It was reported that multiple untreated episodes were seen with major high amplitude artifacts in the secondary sensing vector. Provocation testing along the electrode could not reproduce the artifacts and provocation at the device resulted in artifacts in the secondary and alternate sensing vector, with no artifacts in the primary sensing vector. No visible damage was seen on x-ray. The physician reprogrammed the device to the primary sensing vector. Additional information noted that the system was subsequently explanted and replaced with a competitor system. No additional adverse patient effects were reported. The system was expected to be returned.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 24 millimeters (mm) and 26 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed oversensing.